Event description:
A (B)(6) year old male admitted (B)(6) 2018 for right knee acl reconstruction, autograft ham(invalid) from contralateral left knee. Procedure was complicated during the tibial fixation when interference screw was placed in the socket, the nitinol guidewire was stuck in the socket. This was removed with kocher and mallet. A portion of the guidewire was broken and apparently in the knee. Fragment was easily found on the medial side of the acl graft, and was retrieved from the joint. Fluoroscopy was used to confirm that there was no retained foreign body. Broken portion was matched with the rest of the guide pin and size matched to an unused guide pin. Arthrex vendor present during surgery and made the decision to pull the lot number f21079 and replace with a different lot number.